Manufacturer narrative:
(B)(4) case converted from laparoscopic to open procedure, surgical time extended 30 minutes or more due to the product problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic hepatectomy, the jaws of the device locked onto patient tissue after firing. To correct the issue, the tissue that was covered by the jaw of the product was cut resulting in tissue damage. The product problem also resulted in unanticipated tissue loss. Surgical time was extended by thirty minutes or more due to the product problem. The laparoscopic case was converted to open resulting in an extension of the incision. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. No device fragment fell into the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the retraction knob is fully extended, and can¿t retract. The reload is engaged to the instrument (see photos). Pmv performed functional testing could not be done due to the state of the device. Engineering observed the instrument was evaluated and found to have damaged rack teeth towards the end of the firing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth, bowed anvil, and buckled knife bar conditions may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. The product analysis established a relationship between a device failure and the reported incident of instrument locked on tissue. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.